Event description:
Event description guidant received information that this coronary sinus implantable lead dislodged. The patient required an invasive procedure to place an epicardial lead. This procedure resulted in much pain for the patient.